Event description:
In 2006, possible toxic shock syndrome was reported by dr. Pt's symptoms included "all possible symptomatology of tss, with no other clinical findings directing md to believe any other etiology could be responsible for pt's symptoms." J&j medical service requested md to have the pt call with reference number to complete pt info. Md stated that he would do so. J&j followed up with a voicemail and e-mail. Another contact attempt via pager was made to the dr. On 10/18/06. Other dr. Returned page and stated that he or previous dr. Will call our customer interaction center later on 10/18 or on 10/19 to answer further questions. No further info is available at this time.

Manufacturer narrative:
This closes out this report unless new or significant info is received.